Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty positioning the clip delivery system (cds) due to clip rotating in this incident could not be determined. It is possible that the user did not tighten the delivery catheter fastener which enables the cds to rotate freely without being touch; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional clip delivery system referenced is filed under a separate medwatch report.

Event description:
This is being filed to report that when advancing the clip delivery system (cds)(cds (B)(4))in the left ventricle, the clip rotated. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The anterior leaflet was flail. The first mitraclip delivery system (cds (B)(4)) was advanced into to the left ventricle (lv) however the clip rotated clockwise and counter clockwise even while the device wasn't being touched. The orientation was corrected, by turning the delivery catheter handle. The clip was able to be implanted, reducing the mr to 2-3. The second clip delivery system (cds (B)(4)) was advanced to the mitral valve. During positioning, the clip became caught on the chordae and the anterior leaflet. The posterior leaflet could not be grasped because the clip was caught in the chordae and anterior leaflet. The clip could not be freed from the chordae and anterior leaflet. In order to remove the device, the clip was deployed in the chordae and in anterior leaflet. No additional clips were implanted; mr remained at a grade of 2-3. The patient is stable. There was no clinically significant delay during the procedure. No additional treatment is planned for the patient. No additional information was provided.